Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿pain behind right nipple, in the right axilla, there is a lymph node with hazy increased echogenicity and posterior "snowstorm" shadowing. This likely represents silicone within a right axillary lymph node via ultrasound¿. This record is for the right side. Device status unknown.